Event description:
It was reported that the set screw in the trochanteric fixation nail, tfn, was in the down position, and the helical blade would not pass through. The surgeon backed out the helical blade, adjusted the set screw, and was then able to insert and seat the helical blade with no further problem. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. However, the investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).